Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is scheduled for surgery to replace the ipg. The reason for the surgery was not given.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The reason for the surgery was because the patient had not charged the ipg in years and it became inoperable. Issue resolved.